Event description:
While using the davinci driver, the instrument failed. The surgeon immediately removed it from the patient. Upon removal, it appeared the internal wire at the tip of the instrument snapped.